Manufacturer narrative:
A comprehensive records re-review will be conducted. Once the results are available, a follow-up report will be submitted.

Event description:
Rti surgical inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical received a complaint on 05/27/2022 which indicated, the patient underwent a dental procedure at tooth site #36 with implantation of a puros® allograft customized block and a copios pericardium membrane on (B)(6) 2022. The doctor reported that the block was difficult to place as it did not fit 100% due to the non healing situation. The block was placed through a manual fitting. In a post surgery follow up visit, on an unknown date, it was noted that wound dehiscence had developed. Blood circulation was noted to be moderate to bad. Despite the new covering, the uncovered block could not be held in place and had to be removed. Both products were removed on (B)(6) 2022. On (B)(6) 2021, the right drain and one of the left drains were removed.

Event description:
The patient is a 61-year-old male who underwent a dental procedure at tooth site #36 on (B)(6) 2022. A puros allograft customized block and a copios pericardium membrane were implanted. The doctor initially reported that bone block was difficult to place, as it did not fit 100% due to the non-healing situation. Therefore, the block had to be placed by manual fitting. The patient returned for a follow up visit on (B)(6) 2022. During the examination, infection with dehiscence and impaired wound-healing was noted. The blood circulation at the tooth site was also noted to be moderate to bad. The exposed puros block and the copios pericardium membrane were removed on (B)(6) 2022. Additional information provided from the doctor indicated that the patient underwent pre-treatment at tooth site #36 on november 2021. The infection was not caused by the wound dehiscence. After the puros block was removed, the wound dehiscence resolved. On an unknown date, after the grafts were removed, the patient underwent another bone augmentation with a new implant. The wound was not covered with a new membrane.

Manufacturer narrative:
Rti germany conducted a batch documentation review for copios pericardium membranes manufactured from lot nza20040125. One departure from standard operating procedures was noted during the records re-review for the lot: exceedance drying temperature. The departure did not affect the quality of the product. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 10 copios pericardium membranes from lot nza20040125 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Examples include decreased blood supply at the surgical site, poor soft tissue coverage, weight, compliance with therapy, infection, poor glycemic control, medications (e.g. Steroids), physical location of the surgical site, bacterial or viral infection, inflammation, or non-adherence to graft package insert instructions. Infections after surgical procedures are a well-known phenomenon and may be caused by an unsterile handling. Those infections may trigger inflammation, wound dehiscence as well as implant and transplant failure. It is more plausible that the patient's surgical outcome was associated with a source or event extrinsic to the puros® allograft customized block and the copios pericardium membrane grafts.